Manufacturer narrative:
Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Event description:
It was reported that the subject programmer had sometimes frozen. Disconnecting the power plug was necessary to switch off the programmer but then it was not possible to reboot it. An investigation is required.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that the subject programmer had sometimes frozen. Disconnecting the power plug was necessary to switch off the programmer but then it was not possible to reboot it. An investigation is required.

Event description:
It was reported that the subject programmer had sometimes frozen. Disconnecting the power plug was necessary to switch off the programmer but then it was not possible to reboot it. An investigation is required.